Manufacturer narrative:
The reported event occurred on a cobas 8000 core unit analyzer (serial number: (B)(6)). No general product problem was identified with the assay. The investigation was limited as patient data and additional information about the tested samples were not provided. Internal testing of available blood bags with the assay did not indicate false reactive results. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
"The initial reporter alleged discrepant reactive results with the elecsys hiv duo assay on the cobas 8000 core unit for three patient samples. Samples collected via pre-donation screening sampling/blood donation bags generated reactive results. In contrast, samples collected via the standard venipuncture procedure for the same patients generated non-reactive results."